Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, hematoma, pain and scar tissue thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, hematoma, pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard flat mesh on (B)(6) 2015. Per operative notes, "the spermatic cord was protected and the sac was mobilized. The repair was completed by placing a bard flat mesh. The mesh was tacked down to the anterior fascia with multiple tacks." Ni-ni-ni - patient was diagnosed with hematoma and was aspirated twice. (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with explant of bard flat mesh with tacks and implant of biologic mesh. Per operative notes, "some scarring was noted, a piece of bard flat mesh plastered over the top multiple tacks were noted, these were debrided and the mesh was removed. A small hernia sac lateral in the deep ring was debrided. A piece of unspecified biologic mesh was anchored medially to the tissue over." Attorney alleges that the patient had adhesions, pain and hernia recurrence.